Event description:
Pt reported that one infusion set tubing leaked while in use and one leaked "out of box." The pt's blood glucsoe was affected by leakage (blood glucose was elevated [375 mg/dl]). Pt switched to insulin injections.